Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging that there was an intermittent power issue. This complaint is being reported because the user may be unaware that the pump has lost power, leading to under delivery. There was no serious injury associated with the complaint.

Manufacturer narrative:
Follow-up #1: date of submission 18-apr-2018. Device evaluation: the device has been returned and evaluated by product analysis on 23-mar-2018 with the following findings: there were multiple slave communication error alarms. The battery compartment was found to be cracked. The battery cap was able to fit to the pump securely. The pump powered on to a blank display screen. No intermittent condition was found to the power printed circuit board. A download of the pump's data determined that a slave processor failure caused the blank display.